Event description:
On (B)(6) 2014, intuitive surgical inc. (Isi) received uf/importer report (B)(4) with the following description: exposed wire on the tip of the fenestrated bipolar operated by the doctor nicked the patient. The condition appeared to be repaired upon the end of surgery. The patient was transferred to the post anesthesia unit and was in stable condition. No further information was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that the exposed wire on the tip of the fenestrated bipolar forceps instrument nicked a patient. However, at this time, the details of the patient's condition are unknown.